Event description:
Customer reported 400-500 mg/dl. Customer resides in an assisted living facility and their device = 320 mg/dl. A week ago, customer stated device = 514 mg/dl and the nurse gave patient 44 units of insulin. 1.5 hours later, nurse tested and device = 60 mg/dl. Customer was given grape juice and crackers. No controls used. A request was made for return product and replacement product was sent.